Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display screen was noted to be cracked. The battery compartment was also cracked from the threads to the case seal. The contacts on the battery cap that was returned for investigation were noted to be bent. The audio bolus button was noted to be missing. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On investigation, the pump had no audible or vibratory sounds. The display screen remained blank; the verify screen was not displayed. When attached to the pump for testing, the returned battery cap would not make a connection to power on the pump due to the bent contacts. A test battery cap was used for the completion of the investigation. The damaged display screen was replaced with a test display, which illuminated properly. The pump was exercised for 24 hours without power interruption occurring. The pump was opened for investigation and revealed faulty contacts for the auditory and vibratory alarms. There was no internal moisture noted inside the pump. (B)(6).

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: auditory and vibratory function failure, damaged audio bolus button and a blank and cracked display screen.